Manufacturer narrative:
The manufacturer previosuly reported an allegation of a ventilator inoperative condition occurring. The device was returned on a duplicate complaint (B)(4) and final reporting was submitted under MDR 2518422-2022-13606.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.